Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient could not turn their implantable neurostimulator (ins) on. When the health care provider (hcp) met with the patient on (B)(6) 2016, the ins was off and some electrodes were measured to be out of range. Electrode combination c-11 on the right side was measured to be 2487 ohms. Impedances were measured to be within normal limits on the left side. The left lead was programmed to c+, 1-, 2- at 2.4 v, 270 usec, and 185 hz.. The right lead was programmed to c+, 8-, 9-, 10 - at 3.1v, 270 usec, and 185 hz. The patient did not clearly understand how to use the patient programmer and they had inadvertently turned the ins off. Despite inconsistent stimulation, the patient had modest improvement in their dystonia and ability to ambulate since their last visit with the hcp. There were no new general medical problems of significance. The patient did not have any recent falls while walking. The patient's balance was impaired, their gait and stance was abnormal, their deep tendon reflexes were abnormal, and the snout, sucking, and palmomental reflex were absent. The patient exhibited generalized dystonia with mild involvement of the oropharyngeal musculature. The patient had significant truncal dystonia affecting both the anterior and posterior muscle groups. There was dystonia in the patient's arms and hands and some involvement and extension into their pelvis and lower extremities. The patient ambulated with difficulty due to severe arching of their back, but they had moderate improvement since their last visit. The ins was reprogrammed with a reduction in dystonia in their patient's left hand and improved ambulation. The patient was instructed to check the ins twice daily to make sure the ins was on and in a charged state.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that somehow the implantable neurostimulator (ins) had shut off and patient went to healthcare provider (hcp) where hcp turned ins back on, but when ins was turned back on,"it shocked the crap" out of patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.